Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an occlusion issue eventon (B)(6) 2026. The blood glucose level was high and treatment taken was correction bolus via pump. The issue occurred more than three hours after insertion. The insertion site was the abdomen. No further information available.